Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned with helix partially extended and clogged with blood. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the clinic for follow up. Interrogation of the pacemaker noted that the right atrial (ra) lead exhibited high pacing impedance measurement. The lead was explanted and replaced. The patient was discharged with no adverse consequences reported.